Event description:
The device was returned for a repair. There was no information provided as to what the malfunction was. Upon investigation of the device it was found to have inaccurate flow rate. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted the device was in good physical condition. Event history log could not be downloaded due to the nature of the problem. Functional testing was performed. The pump's alarms are very silent; which points to faulty piezos. The pump's latch/lock was faulty. Also found that the pump randomly turns off during use; the cause of this could not be determined as common causes of this issue were ruled out during testing. The pump was tested for flow accuracy and failed. No action taken for the reported issues, as none was reported. Required repairs were deemed uneconomical and the device was suggested to be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.